Event description:
Pt with history of multiple relapsed acute lymphoblastic leukemia received a bone marrow transplant from a 5/6 hla matched unrelated donor. The donor marrow was cd 34+ selected (t-cell depleted) utilizing the clinimacs system. Pt was recovering at home from transplant when they became ill with fever and abdominal symptoms. Pt was admitted to the hosp with the diagnosis of pneumatosis intestinal. Pt was transferred to ICU several times, first with hypotension, then infectious colitis, and later with respiratory distress. At last admission to ICU, pt showed diffuse pulmonary infiltrates and a colon biopsy showed grade IV gvhd. Pt developed grade IV clinical gvhd of the gut and liver. An endotracheal aspirate revealed enterococcus. Pt's pressor support and ventilation support increased. Pt decompensated while attempting to be transferred to an oscillating ventilator. Pt decompensated twice more, not associated with ventilation. Pt became hypotensive in spite of maximum pressor support and died.